Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was making their "muscle jump" and that it did not hurt, rather felt like a hiccup and mostly occurred when laying down. The patient noted when they brought their leg up, the jumping in their chest stopped. The device was checked at the clinic and it was determined that the left ventricular (lv) lead exhibited diaphragmatic stimulation. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was making their "muscle jump" and that it did not hurt, rather felt like a hiccup and mostly occurred when laying down. The patient noted when they brought their leg up, the jumping in their chest stopped. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.